Event description:
It was reported that the patient is symptomatic when there is a pause in pacing when the device switches from an atrial-only pacing mode with ventricular backup to a dual chamber pacing mode when the anti-tachycardia pacing (atp) therapy is used. It was also noted that the physician is frustrated with the atp feature goes on and comes out. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.